Event description:
It was reported that the pt had to undergo a revision surgery due to hip pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B) (4), which markets the devices in (B) (4).(B) (4).